Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the yellow pgnd wire was open inside the trunk cable. The cause of the code 204 is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.